Manufacturer narrative:
The pump was received with no button response, problem isolated to the keypad assembly. Unable to verify sensor anomaly or perform the displacement test and self test due to no button response.

Event description:
Customer reported via phone call that they had issue with his sensor. Customer's blood glucose level was unknown. Customer stated that the first sensor that he had went bad so had to change it after three days of use the new sensor was gave him a communication alert. Insulin pump will be returned for analysis.